Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the reps couldn't get the old setting from old ins because the ins had died. No symptoms and no further complications were reported.